Event description:
Event description guidant received information that the cardiac resynchronization therapy defibrillator (crt-d) is oversensing on the atrial channel. Noise is noted on the atrial channel. The atrial port is plugged. The oversensing has resulted in pacing pauses 6 to 7 seconds in length in this pacemaker dependent patient who was in asystole at the time. All lead measurements are normal and stable. A review of event strips noted the noise occurs and then ends on all three channels simultaneously.